Event description:
It was reported that during a supply change the user removed the cartridge from the ilet pump and observed a dark liquid in the cartridge chamber, cleaned the chamber, noted no visible damage to the removed cartridge, and was advised to return the pump; the event was associated with a device failure to disconnect involving the reservoir component, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of the returned device revealed a mechanical problem associated with the reservoir component and characterized as a failure to disconnect.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.